Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity ranking is s2. A complaint history check was performed and this is the 2nd related complaint for needle clog & the 1st related complaint for dimension on lot # 8123621. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the non-patient end needle on the bd ultra fine¿ pen needle was "short" and resulted in a clog.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end needle on the bd ultra fine¿ pen needle was "short" and resulted in a clog.